Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having an open bite. Their back left molars do not touch and their front teeth are not overlapping the lower teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.